Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that motor sound was labored. Customer stated that there was crack in the casing by battery compartment. Customer also stated that insulin pump was slower and louder during rewind. Customer stated that insulin pump was making grinding noise and insulin pump had random unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.